Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon review of the electrograms, the right atrial lead exhibited noise reversion episodes. The noise appeared to be due to electromagnetic interference. No intervention was performed. The patient was asymptomatic and in stable condition.